Event description:
It was reported that during a lap gastric bypass procedure, the device was fired during the anastamosis towards the end of the operation. The surgeon said that the staples only formed on one side. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: on what tissue type was the device used? Gastric pouch and small bowel. At what location on the tissue? Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 4th or 5th. If echelon, during which stroke did the event occur? Na. What other color cartridges were used before and after this event? Gold before, after blue and white at the end. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Came back automatically. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure. There is a video of this case. The surgeons comments are that the staples on the right hand side on the cartridge did not fire and were none 'loose' in the patient after firing. The surgeon thinks that the right side of the cartridge had no staples loaded. I saw the cartridge that's returning and all the drivers are up. The analysis results showed that one device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): a surgical video was received. Ees field quality engineer reviewed the video and provided the following conclusion: it is believed that the video evidence supports the event description of the device firing while creating the g-j anastomosis. However there was no video evidence to establish and/or speculate a potential root cause.